Manufacturer narrative:
Product inquiry states the fixation screw t2 femur and the rigid reamer t2 femur ø12 mm to be the subject products. The devices reported were not returned to stryker (B)(4). A product return (and also the provision of the lot codes) were requested several times, but to no avail. Thus, a physical examination of the devices was not possible. Due to unknown lot codes tracing as well as review of the inspection records of the reported products is not possible. Based on the information given a real root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During surgery, two instruments malfunctioned. The fixation bolt wouldn't thread into the targetting arm. It looks cross threaded. The rigid reamer was also dull. It was reported that the event was resolved by using the strike plate instead. Event occurred during primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, two instruments malfunctioned. The fixation bolt wouldn't thread into the targetting arm. It looks cross threaded. The rigid reamer was also dull.